Manufacturer narrative:
Update: (B)(4) 2011 - litigation papers received. Litigation papers allege the patients surgeon determined that the implant was causing pain and also indicated the likelihood of increased levels of chromium and cobalt in the patients bloodstream as a result of the metal on metal contact. It is further alleged that the patient underwent revision surgery of the right acetabular component to correct intense pain, discomfort and abnormal wear in the patients right hip metal on metal implant. The complaint was reopened to add the femoral head. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address cup malpositioning and loosening. Litigation papers received. Litigation papers allege the pt's surgeon determined that the implant was causing pain and also indicated the likelihood of increased levels of chromium and cobalt in the pt's bloodstream as a result of the metal on metal contact. It is further alleged that the pt underwent revision surgery of the right acetabular component to correct intense pain, discomfort and abnormal wear in the pt's right hip metal on metal implant. The complaint was reopened to add the femoral head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.